Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on 23-july-2024 one infusion set was fell off during use and infusion set is long for 12 hours and patient went to emergency room and was hospitalized and diagnosis with diabetes. The patient went in emergency room for 4 days and release from hospital on (B)(6) 2024. The blood glucose level at the time of incident is 500 mg/dl and suspected cause of blood glucose infusion set adhesive feel off as of that cx didn't receive insulin and blood glucose went up to 500. No further information available.